Event description:
The user facility reported the patient was on impella cp support and during support, there were suction alarms. The patient received albumin and blood products. Suction alarms continued. Additionally, the patient had ventricular arrhythmias on support, the pump was found to be very close to mitral valve leaflets. The staff attempted to reposition the pump and the pigtail was pulled across valve. The staff was unable to reposition. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Low pump flow: on day 2 of support, suction reported. The log was reviewed and the suction was confirmed. No placement signal trends or motor current spikes observed. A long bag change (3 min) was observed 6 hours into initial support with a brief purge system open alarm. No purge related issues observed thereafter. The cause of the suction was not determined since product was not returned and insufficient clinical details were provided. Vf/vt: reported intermittent junctional rhythm changes. The root cause of the intermittent junctional rhythm changes was unable to be determined due to insufficient clinical details. Positioning issues: repositioning was attempted due to suction alarms and the pump pulled out of the ventricle during repositioning. The cause of the pump pulling out of the aorta during repositioning was use related.